Manufacturer narrative:
(B)(4).

Event description:
It was reported that during lead implant procedure lead was moved around multiple times due to inadequate threshold issue and poor sensing issue. Lead was removed and a new lead was implanted. Patient was stable.